Manufacturer narrative:
Manufacturer email: (B)(4).

Event description:
It was reported that the unit is getting power converge issues. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.